Manufacturer narrative:
(B)(4). Batch # r58j6j. The analysis showed that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/4 and with the reload lockout spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were note to have the proper b-formed shape. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Were the staples deployed in the proper closed b-formation? Was there an issue with improper cartridge reload size selection? If so, please explain. Is the device available for analysis?

Event description:
It was reported that during a low anterior resection, device was closed under some force fired. Only partially fired, incompletely formed staples in the proximal part of the staple line. Details are limited so further investigation is required. From what I understand, a white reload was used for dividing the rectum. I will attempt to clarify this. This could be an issue with staple selection.

Manufacturer narrative:
Product complaint # (B)(4).